Event description:
It was reported the device longevity was less than expected. The device will be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product evaluation summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed the device battery voltage was at recommended replacement time (rrt). Time of rrt in save to disk on (B)(6) 2012 device rrt less than equal to 2.62 volt. Weekly battery voltage trend data shows min bat equal to 2.64 to 2.61 volts between (B)(6) 2012. There as a low battery voltage alert on (B)(6) 2012.

Manufacturer narrative:
This event occurred outside the us where the same/similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.